Event description:
It was reported to boston scientific corporation that an escape nitinol stone retrieval basket was used in an unknown procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, the retrieval basket was opened inside the patient, but "would not close completely." It is unknown if a stone was present or was able to be released from the device when the malfunction occurred. The procedure was successfully completed using another escape nitinol stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'fine.'

Event description:
It was reported to boston scientific corporation that an escape nitinol stone retrieval basket was used in an unknown procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, the retrieval basket was opened inside the patient, but "would not close completely." It is unknown if a stone was present or was able to be released from the device when the malfunction occurred. The procedure was successfully completed using another escape nitinol stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'fine.'

Manufacturer narrative:
The investigation found the device open with the sheath buckled and kinked. A functional check found the basket was unable to close due to the damaged sheath. After disassembling the device and cutting away the buckled portion of the sheath, the basket was still unable to close. After continuous effort, the basket closed but would not deploy. The device was measured and found to be within the product specification. Therefore, the most probable root cause for this complaint is operational context.

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.